Event description:
Healthy volunteer 2 wore pico 20 x 20cm beneath venosan class ii knee high compression stocking for period of 48 hours. Stocking removed each 24 hours. First 24 hours without film reinforcement of adhesive border, second 24 hours with adhesive film to reinforce border. Healthy volunteer sustained a stage 2 pressure injury where the soft tube of the pico dressing passed beneath the stocking cuff.